Event description:
Inability to infuse through the clave port. The primary IV set was infusing normal saline to a peripheral IV access catheter. Another primary IV set was connected to a filter extension set, primed with remicade, and connected to the distal clave port of the primary line. The initial rate of the remicade infusion was to be approximately 10 ml over 15 minutes and gradually increased as tolerated via infusion pump. The customer reported that they were not able to establish flow of the remicade infusion through the distal clave port of the primary line tubing set. The tubing set and filter extension set that was primed with the remicade were replaced and therapy was continued without further difficulty. There was no reported adverse event or delay in critical therapy. Though requested, no additional info was available.